Manufacturer narrative:
The reported complaint of user advisory - ua19 (max applied load exceeded) error message on the autopulse platform (serial #(B)(4)) was confirmed during archive data review but not during functional testing. The investigation findings revealed that the root cause of ua19 was due to the platform being used with a patient beyond the recommended size parameters. The autopulse platform is designed for adults with weight of no more than 300 lbs. (136 kg), with a chest circumference of 29.9 to 51.2 in. (76 to 130 cm), and a chest width of 9.8 to 15 in. (25 to 38 cm). Unrelated to the reported complaint, a cracked front on the ap platform was observed during visual inspection and in addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. This type of physical damage and faulty component on the ap platform was likely attributed to wear and tear as a result of aging ap platform. The autopulse platform is a reusable device and was manufactured in july 2011. The device has been operating for nearly 8 years and has exceeded its expected serviceable life of 5 years. The damaged cover was replaced and the faulty drive shaft was deburred to remedy these issues. During archive data review, multiple ua19 were identified on the event date and also shows that a very large patient/object was used on the platform during compressions at the time these faults occurred. Thus, confirming the reported complaint. Functional testing was performed and the reported issue of ua19 fault could not be reproduced. The platform was run with a large resuscitation test fixture (lrtf) with no faults found. The ap platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The customer reported that during shift check, the autopulse platform (serial #(B)(4)) displayed user advisory - ua19 (max applied load exceeded) error message upon powering on. The users were unable to clear the advisory. No patient involvement.